Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated insulin occlusion alerts during and after announcing a meal while using an ilet pump with prefilled fiasp cartridges and a cannula infusion set, which interrupted insulin delivery and was associated with prolonged hyperglycemia above 400 mg/dl for approximately six hours; the user had announced the meal multiple times before resolving the occlusion by performing a fill tubing and tightening the connector and tubing, after which the alert ceased and glucose began trending down. Symptoms included nausea and light headedness. Outcomes included no hospitalization, no professional medical intervention, no use of backup therapy, and no ketone testing. Investigation included troubleshooting and user education on resolving occlusions and avoiding multiple meal announcements. Investigation of this case revealed an insulin flow obstruction consistent with an infusion set or connection issue that impeded delivery, with the device resuming function after the user corrected the tubing and connector. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling related to infusion set connectivity and repeated meal announcements.